Manufacturer narrative:
The insulin pump passed the self test and the displacement test. Unable to download the pump to carelink pro properly. Carelink error "the device returned invalid entries; all data read will be discarded" during download, problem isolated to pcb 2. The insulin pump was received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that impossible to upload data. The customer's blood glucose level was unknown. The device will be returned for the analysis.